Event description:
During an enucleation, the laser fiber failed. The surgical team in the room noted an odd odor throughout the entire surgical suite. The circulator, orientee and surgical tech began searching for the source. It was believed to be electrical in nature, so the outlets and all electrical equipment that was plugged in was addressed. Nothing was found to be suspicious. Since the laser did not completely stop working no one noticed the laser failure right away. When the surgeon noticed the failure of the laser operation, he requested the fiber be replaced with a new one. It was at this point the circulator and scrub realized the problem. The fiber had melted in two and fell to the floor as it was being removed from the port on the machine. As the circulator tried to unscrew the fiber it was noted that the sleeve securing the fiber to the machine was too hot to touch and had to cool down before being removed. The inside of the sleeve had melted material on the inside. This occurred a second time and the machine was immediately removed from service and the general team lead was notified to contact the company for investigation.